Event description:
The customer reported a damaged front cover & rear case. No patient involvement is noted.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 3/20/2015 to the present date 10/28/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure [out of specification] which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a damaged front cover & rear case. No patient involvement is noted.